Manufacturer narrative:
The event occurred in germany. It was reported that prior to use the hls set had high pressure readings. To assess whether the issue was related to the cardiohelp device, a test system was connected to the involved unit. The cardiohelp device operated within normal parameters, and no malfunction was detected. To further investigate, the same hls set was connected to a second cardiohelp device. The high pressure readings persisted, indicating that the issue was isolated to the hls set rather than the cardiohelp system. The affected hls set was not used for patient treatment. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The affected hls-set was not available for technical investigation as it was discarded by the customer. Thus, the exact root cause remains unknown. However, a medical consultation was performed on 2025-11-11 by getinge medical affairs with the following conclusion: "according to the complaint narrative, the incident involves an hls set 7.0 that exhibited high pressure readings after priming. Functional testing demonstrated that the associated cardiohelp device operated within normal parameters, while the pressure drift persisted when the same hls set was connected to a second cardiohelp unit. This confirms that the issue was isolated to the hls set rather than the cardiohelp system. The affected hls set was not used for patient treatment and was subsequently scrapped. No patient harm was reported. Possible root cause(s): probable root causes may be an internal issue affecting the integrated pressure sensors of the hls set. It is possible that a sensor was compromised or defective, leading to inaccurate transmission/measurement of blood path pressure to the user interface. As the hls set was tested on a second cardiohelp device and the same pressure drift persisted, this indicates that the cardiohelp pressure sensor cables and interfaces were functioning properly. Therefore, it is less probable that concurrent faults occurred in both cardiohelp units, compared to a possible sensor error within the actual hls set itself. A potential usability-related factor may also have contributed to the reported event. For example, movement or repositioning of the table or bowl after calibration could induce mechanical or hydrostatic shifts at the sensor interface, leading to apparent drift or instability in the measured pressure values. Further, the cardiohelp-I IFU defines the expected pressure measurement accuracy and drift are as follows: - pressure range: -500 til -151 mmhg - accuracy: +/- 7 percent of the measured value - pressure range: -150 til -249 mmhg - accuracy: +/- 10 mmhg - pressure range: +250 til +900 mmhg - accuracy: +/- 7 percent of the measured value - offset drift in the range -100 til 400 mmhg - drift: max. +/- mmhg in 6 hours. In the reported case, the specific magnitude of the observed pressure deviation was not documented. Therefore, it is unknown whether the deviation was within or outside the ranges specified in the IFU. However, the drift was reported to occur immediately after priming and persisted during subsequent functional testing, suggesting a behavior inconsistent with the expected gradual drift described in the IFU. Potential risk to patient relative to this complaint: from a medical perspective, the event represents a low clinical risk, as it was detected during and after priming before patient connection. No patient was exposed, and no adverse outcome was reported. Therefore, the conceivable risk associated with this event would be a potential delay in initiating treatment, as a new hls set would have been required to complete priming and proceed safely with patient connection and extracorporeal perfusion. It is assumed that patient pressure is measured directly (e.g., radial artery pressure); therefore, the risk of actual harm even if used clinically, would likely be low." According to the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 preparation and installation ¿carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set.¿ the production records of the affected product were reviewed on 2025-10-31. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number: k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number: 701069073.

Event description:
The event occurred in germany. It was reported that prior to use the hls set had high pressure readings. To assess whether the issue was related to the cardiohelp device, a test system was connected to the involved unit. The cardiohelp device operated within normal parameters, and no malfunction was detected. To further investigate, the same hls set was connected to a second cardiohelp device. The high-pressure readings persisted, indicating that the issue was isolated to the hls set rather than the cardiohelp system. The affected hls set was not used for patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).